Event description:
It was reported that the patient experienced low blood pressure and low left ventricular ejection fraction. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The patient presented to the procedure in atrial flutter with a low blood pressure reading upon intubation. After gaining femoral access and before performing the transseptal puncture the right atrium was mapped. The physician had concern of the patient's status and requested anesthesia to keep a close watch. The physician did not want to cardiovert the patient until the left atrium was mapped in the presenting rhythm. Post-transseptal puncture an arterial line was placed and was trending lower than normal while the left atrium was mapped. After the first set of applications in the left superior pulmonary vein (lspv) the patient's mean arterial pressure decreased further, so the physician ordered chest compressions and anesthesia support with medication. The patient stabilized and the procedure continued until completion. A total of forty-three ablation applications were made which included the left superior pulmonary vein (lspv), right superior pulmonary vein (rspv), and the posterior wall. The patient fully recovered after staying overnight in the hospital. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.